Event description:
It was reported that during service at the user facility, the coating of the device was flaking off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The case is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during service at the user facility the coating of the device was flaking off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
(B)(4).